Event description:
The device was returned for routine service. There were no alleged problems. During the repair evaluation, it was discovered the power loss alarm was non-functional. There was no pt involvement, malfunction detected on the technician's bench.